Event description:
It was reported through patient correspondence that the patient had bilateral knee implants five years ago. Patient is now reporting that the right knee makes a clicking noise when sitting/lying for long periods. Patient wants to find out if there is a defect with the implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding clicking involving a triathlon cr insert was reported. The event was not confirmed. The provided medical information was reviewed by a consulting clinician who concluded: ¿there is no documented clinical description of the complaints noted in the event description. [¿] there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are involved in this clinical situation.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as progress notes documenting the reported clicking and dated x-rays are needed.

Event description:
It was reported through patient correspondence that the patient had bilateral knee implants five years ago. Patient is now reporting that the right knee makes a clicking noise when sitting/lying for long periods. Patient wants to find out if there is a defect with the implant.